Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on electrograms (egm) on the right atrial (ra) lead. It was also reported that cardiac compass has invalid data. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.